Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 487 mg/dl and 500 mg/dl. The customer claimed that the insulin pump was not working properly because the blood glucose level was high and they had not received any alerts too. The customer then check her blood sugar value and delivered a correction which was delivered correctly. The customer was informed that the insulin pump was working as it should be. The insulin pump will not be returned for analysis.